Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is able to confirm that the touch screen fails to meet acceptance criteria. The touch screen flex circuit failed resistance testing."

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint from service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the v60 ventilator had a misalignment in the touch position. The se performed a calibration to the touchscreen, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.